Event description:
Pt undergoing routine exercise (3rd visit) for rehabilitation. During 2nd set of 10 repetitions, "pta" heard a pop and discontinued treatment. X-rays revealed fractured patella. Pt had extremely strong quad muscles 4 plus to 5. "Pta" stated there was nothing wrong with device, as it is still in use today.